Manufacturer narrative:
Gehc recommended replacement of the bag/vent switch. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/7/17 phone call, 12/11/17 phone call, 12/12/17 phone call.

Event description:
The hospital reported that, during a case, the bag/vent switch did not function as expected. There was no reported patient injury.